Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several history check failed alarms, an unexpected restart alarm and an external ram error alarm. The customer's blood glucose was around 200 mg/dl at the time of incident. The customer stated that the insulin pump was stored or not in use for an extended period of time. The customer mentioned that they received unexpected restart alarm more than once. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device passed self-test and unexpected error alarm test. No unexpected error alarms noted. The insulin pump was received with alarm in the history file. The insulin pump alarmed due to corrupted history file. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.